Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered two inappropriate shocks on two different days. A notification also appeared from the s-ICD indicating the sensing was not optimized. Boston scientific technical services (ts) was contacted, and ts discussed that because the patient was in a wheelchair and could not be tested laying down was the reason for the notification. The health care professional (hcp) noted that they reprogrammed the s-ICD from the primary sensing vector to the secondary sensing vector and extended smart charge. Ts informed that it appeared that the electrode may be under inserted into the s-ICD. The s-ICD system remains in service. No adverse patient effects were reported.